Event description:
The patient's legal guardian (lg) reported that the needle mechanism did not deploy. The patient's blood glucose levels were 130 mg/dl while wearing the pod less than an hour. The lg removed the pod and activated a new one. No adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.